Event description:
Device 1 of 2. Reference: 1627487-2011-04154. The pt had two scs systems implanted on (B)(6) 2010. It was reported that during a revision procedure, the physician noticed that a lead was fractured. It was reported the pt had fallen. The physician replaced two of the pt's four leads (with different lot numbers). Both leads are being reported, since it is unknown at this time which lot number was fractured.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.